Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in a 42-year-old female patient who had essure (batch no. B02266) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's medical history included pregnancy (twins) on (B)(6)2013, gallstones in 2008, multigravida, parity 4 and plastic surgery. Previously administered products included for an unreported indication: prilosac otc from 2008 to 2013. Concurrent conditions included mood disorder, melanoma in situ, body mass index normal and adenomyosis. Concomitant products included paracetamol (acetaminophen) since (B)(6)2013 for headache as well as caffeine since (B)(6)-2013, omeprazole magnesium (prilosec), paracetamol (tylenol) and venlafaxine hydrochloride (effexor). On (B)(6)2013, the patient had essure inserted. On (B)(6)2013, the patient experienced vaginal haemorrhage ("abdominal bleeding (vaginal)"), menorrhagia ("abdominal bleeding (menorrhagia)"), acne ("rashes or skin conditions type: rashes / severe acne on face"), rash ("rashes or skin conditions type: rashes / severe acne on abdomen and buttock area that has failed to clear") and scar ("rashes or skin conditions type: rashes / severe acne on abdomen and buttock area that has failed to clear and is very scarring") and was found to have weight increased ("weight gain / loss specify which one: weight gain"), 14 days after insertion of essure. In (B)(6)2013, the patient experienced allergy to metals ("allergic or hypersensitivity reaction type: nickel / nickel allergy"), migraine ("migraines / severe migraines"), headache ("headaches"), feeling abnormal ("neurological conditions or problems type: brain fog") and malaise ("constantly feeling sick"). In (B)(6)2013, the patient experienced arthralgia ("pain joint pain"), depression ("psychological or psychiatric problems condition: depression") and abdominal distension ("other injury(ies) or complication please describe: bloating in abdomen / does feel bloated more since essure implants"). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), blood loss anaemia ("anemia/loss of blood"), genital haemorrhage ("loss of blood"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)/ menstrual cramps"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vision blurred ("vision/eye problems type: blurry vision"), fatigue ("fatigue"), constipation ("gastrointestinal or digestive system condition type: constipation"), flatulence ("gastrointestinal or digestive system condition type: gas pain") and alopecia ("ther injury(ies) or complication please describe: hair loss"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, abdominal supracervical). Essure was removed on (B)(6)2016. At the time of the report, the back pain, blood loss anaemia, genital haemorrhage, arthralgia, vaginal haemorrhage, depression, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vision blurred, fatigue, weight increased, constipation, flatulence, abdominal distension and alopecia outcome was unknown and the menorrhagia, allergy to metals, acne, feeling abnormal, malaise, rash and scar had resolved. The reporter considered abdominal distension, acne, allergy to metals, alopecia, arthralgia, back pain, blood loss anaemia, constipation, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, flatulence, genital haemorrhage, headache, malaise, menorrhagia, migraine, nausea, rash, scar, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: current weight 170 lbs. This patient who is gravida 3, para 4, who last delivered twin pregnancy on (B)(6)2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.9 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia, depression, acne, rash, abdominal distension, scar, migraine, headaches and following one was described in patient's medical record- device monitoring procedure not performed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-dec-2019: pfs received. Reporter information added. Outcome of the event heavy periods, brain fog, constantly feeling sick were updated. Incident: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain'), blood loss anaemia ('anemia/loss of blood') and genital haemorrhage ('loss of blood') in a 42-year-old female patient who had essure (batch no. B02266) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's medical history included pregnancy (twins) on (B)(6) 2013, gallstones in 2008, multigravida, parity 4 and plastic surgery. Previously administered products included for an unreported indication: prilosac otc from 2008 to 2013. Concurrent conditions included mood disorder, melanoma in situ, body mass index normal and adenomyosis. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2013 for headache as well as caffeine since (B)(6) 2013 and omeprazole magnesium (prilosec). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), blood loss anaemia (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), arthralgia ("pain joint pain"), vaginal haemorrhage ("abdominal bleeding (vaginal)"), menorrhagia ("abdominal bleeding (menorrhagia)"), allergy to metals ("allergic or hypersensitivity reaction type: nickel / nickel allergy"), depression ("psychological or psychiatric problems condition: depression"), acne ("rashes or skin conditions type: rashes / severe acne on face"), migraine ("migraines / severe migraines"), headache ("headaches"), nausea ("nausea"), feeling abnormal ("neurological conditions or problems type: brain fog"), dysmenorrhoea ("dysmenorrhea (cramping)/ menstrual cramps"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vision blurred ("vision/eye problems type: blurry vision"), fatigue ("fatigue"), constipation ("gastrointestinal or digestive system condition type: constipation"), flatulence ("gastrointestinal or digestive system condition type: gas pain"), abdominal distension ("other injury(ies) or complication please describe: bloating in abdomen / does feel bloated more since essure implants"), alopecia ("ther injury(ies) or complication please describe: hair loss"), malaise ("constantly feeling sick"), rash ("rashes or skin conditions type: rashes / severe acne on abdomen and buttock area that has failed to clear") and scar ("rashes or skin conditions type: rashes / severe acne on abdomen and buttock area that has failed to clear and is very scarring") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, abdominal supracervical). Essure was removed on (B)(6) 2016. At the time of the report, the back pain, blood loss anaemia, genital haemorrhage, arthralgia, vaginal haemorrhage, menorrhagia, depression, migraine, headache, nausea, feeling abnormal, dysmenorrhoea, dyspareunia, vision blurred, fatigue, weight increased, constipation, flatulence, abdominal distension, alopecia and malaise outcome was unknown and the allergy to metals, acne, rash and scar had resolved. The reporter considered abdominal distension, acne, allergy to metals, alopecia, arthralgia, back pain, blood loss anaemia, constipation, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, flatulence, genital haemorrhage, headache, malaise, menorrhagia, migraine, nausea, rash, scar, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: current weight 170 lbs. This patient who is gravida 3, para 4, who last delivered twin pregnancy on (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.9 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia, depression, acne, rash, abdominal distension, scar, migraine, headaches and following one was described in patient's medical record- device monitoring procedure not performed. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 31-may-2019: quality safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain'), genital haemorrhage ('loss of blood') and haemolytic anaemia ('anemia/loss of blood') in a (B)(6) year-old female patient who had essure (batch no. B02266) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's medical history included pregnancy (twins) on (B)(6) 2013, gallstones in 2008, gravida ii, parity 4 and plastic surgery. Previously administered products included for an unreported indication: prilosac otc from 2008 to 2013. Concurrent conditions included mood disorder, melanoma in situ, body mass index normal and adenomyosis. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2013 for headache as well as caffeine since (B)(6) 2013 and omeprazole magnesium (prilosec). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), arthralgia ("pain joint pain"), vaginal haemorrhage ("abdominal bleeding (vaginal)"), menorrhagia ("abdominal bleeding (menorrhagia)"), allergy to metals ("allergic or hypersensitivity reaction type: nickel / nickel allergy"), depression ("psychological or psychiatric problems condition: depression"), acne ("rashes or skin conditions type: rashes / severe acne on face"), migraine ("migraines / severe migraines"), headache ("headaches"), haemolytic anaemia (seriousness criterion medically significant), nausea ("nausea"), feeling abnormal ("neurological conditions or problems type: brain fog"), dysmenorrhoea ("dysmenorrhea (cramping)/ menstrual cramps"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vision blurred ("vision/eye problems type: blurry vision"), fatigue ("fatigue"), constipation ("gastrointestinal or digestive system condition type: constipation"), flatulence ("gastrointestinal or digestive system condition type: gas pain"), abdominal distension ("other injury(ies) or complication please describe: bloating in abdomen / does feel bloated more since essure implants"), alopecia ("ther injury(ies) or complication please describe: hair loss"), malaise ("constantly feeling sick"), rash ("rashes or skin conditions type: rashes / severe acne on abdomen and buttock area that has failed to clear") and scar ("rashes or skin conditions type: rashes / severe acne on abdomen and buttock area that has failed to clear and is very scarring") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, abdominal supracervical). Essure was removed on (B)(6) 2016. At the time of the report, the back pain, genital haemorrhage, arthralgia, vaginal haemorrhage, menorrhagia, depression, migraine, headache, haemolytic anaemia, nausea, feeling abnormal, dysmenorrhoea, dyspareunia, vision blurred, fatigue, weight increased, constipation, flatulence, abdominal distension, alopecia and malaise outcome was unknown and the allergy to metals, acne, rash and scar had resolved. The reporter considered abdominal distension, acne, allergy to metals, alopecia, arthralgia, back pain, constipation, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, flatulence, genital haemorrhage, haemolytic anaemia, headache, malaise, menorrhagia, migraine, nausea, rash, scar, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. This patient who is gravida 3, para 4, who last delivered twin pregnancy on (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.9 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia, depression, acne, rash, abdominal distension, scar, migraine, headaches and following one was described in patient's medical record- device monitoring procedure not performed. Most recent follow-up information incorporated above includes: on 17-may-2019: pfs and mr were received: lot number was added. Essure removal date and surgeries were added. Previously reported event injury nos was updated to back pain. New events abnormal bleeding (vaginal, menorrhagia), depression, nickel allergy, rash, migraine, headache, anemia, nausea, brain fog, dysmenorrhea, dyspareunia, constipation, blurry vision, fatigue, gas pain, joint pain, scar, device monitoring procedure not performed were added. Indication was updated. Patient date of birth was added. New concomitant and historical conditions were added. New reporters were added. Concomitant drugs were added. Reporter causality comments were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.